Event description:
Clinical study patient ID: (B)(4), (B)(6). It was reported that on (B)(6) 2022, a 23mm portico valve was selected for an implant. The valve was implanted, however, during removal of delivery system, the valve migrated to the aorta in supra annular position. The physician decided to implant a stent. The first stent was damaged and removed. Then, a second stent was implanted with good result. On (B)(6) 2022, the patient had drop in hemoglobin. Computerized tomography (CT) of abdomen found an aneurysm sprurium. Two units of erythrocyte concentrates was transfused. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that the implant depth was 3mm and the patient did not have a horizontal aorta. The sizing of the annular dimensions. ¿ min 16.2 max 19.1. The gradient following the implant was 7 mmhg peak-to-peak p mean 0 mmhg. The physician decided to implant a stent due to high position with derated gradients and to improve valve anchoring.

Manufacturer narrative:
An event of difficulty removing the delivery system and migration of a valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during the removal of the delivery system the valve was dislocated. Reportedly, there was interaction between the delivery system and the deployed valve in the form of disengagement from one of the tabs. There was no tension in the delivery system at the time of final deployment. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: medical device code 2993 removed.